Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue") and abdominal pain lower ("excessive cramping"). The patient was treated with surgery (to remove the essure device). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fatigue and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration discovered during removal"), device breakage ("device breakage") and pelvic pain ("pelvic pain") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included thyroid disorder, premenstrual syndrome and body mass index normal. Concomitant products included duloxetine hydrochloride (cymbalta) and spironolactone (aldactone a). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines"), weight increased ("weight gain") and malaise ("general malaise"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("excessive cramping"), headache ("headaches") and mood altered ("moodiness"). The patient was treated with surgery ((B)(6) 2014, bilateral salpingectomy), surgery ((B)(6) 2014, bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the device dislocation, device breakage, pelvic pain, abdominal pain, fatigue, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, headache, weight increased, mood altered and malaise outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device breakage, device dislocation, fatigue, headache, malaise, menorrhagia, migraine, mood altered, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received: the event abnormal vaginal bleeding, menorrhagia, device breakage, migraines, headaches, device migration, weight gain, moodiness, general malaise added. Reporter, concurrent condition, concomitant medication added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration discovered during removal/ migration'), device breakage ('device breakage') and pelvic pain ('pelvic pain') in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not under went an essure conformation test". The patient's concurrent conditions included thyroid disorder, premenstrual syndrome and body mass index normal. Concomitant products included duloxetine hydrochloride (cymbalta) and spironolactone (aldactone a). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines") and malaise ("general malaise") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("excessive cramping"), headache ("headaches") and mood altered ("moodiness"). The patient was treated with surgery ((B)(6) 2014, bilateral salpingectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, pelvic pain, abdominal pain, fatigue, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, headache, weight increased, mood altered and malaise outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device breakage, device dislocation, fatigue, headache, malaise, menorrhagia, migraine, mood altered, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: new pfs received- plaintiff did not under went an essure conformation test. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration discovered during removal"), device breakage ("device breakage") and pelvic pain ("pelvic pain") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included thyroid disorder, premenstrual syndrome and body mass index normal. Concomitant products included duloxetine hydrochloride (cymbalta) and spironolactone (aldactone a). On (B)(6) 2014, the patient had essure inserted. In may 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines"), weight increased ("weight gain") and malaise ("general malaise"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("excessive cramping"), headache ("headaches") and mood altered ("moodiness"). The patient was treated with surgery (dec2014, bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed in december 2014. At the time of the report, the device dislocation, device breakage, pelvic pain, abdominal pain, fatigue, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, headache, weight increased, mood altered and malaise outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device breakage, device dislocation, fatigue, headache, malaise, menorrhagia, migraine, mood altered, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.